Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger; product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported they were having problems with their recharger (insr). Patient reported their implant was dead and they couldn¿t get the insr to charge. The patient unplugged the connector pin and plugged it back in and the patient reported nothing came on the screen. The connector pin was reportedly "weak" and loose. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported. Patient weight was obtained.